Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the initial complaint that the endoscope had a fogging issue. The endoscope was received with mechanical damage to distal window assembly hermetic seal resulting in fluid invasion and damage to optical components. Fragments of adhesive of the distal window were missing. The following was found during the device evaluation, but is not related to the reportable finding: the endoscope was also received with mechanical damage to proximal illumination fibers. Verification of the event details cannot be performed via system logs because system logs do not exist for da vinci si endoscopes. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported because failure analysis investigation identified a missing fragment from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was a fogging issue. The procedure was completed with a back-up endoscope. There was no reported injury nor delay.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the customer about the complaint: the missing material/damage occurred outside the surgical procedure. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign material. Due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.